Event description:
Single-use disposable, checkpoint surgical nerve stimulator/locator was on the field. Surgeon attempted to use the stimulator and it did not function. Surgeon stated that the battery inside the stimulator may be dead. Another nerve stimulator of the same type was opened and used without further issue.